Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was able to self-treat with glucose then after an unspecified glucose reading of 500 mg/dl the customer injected insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event.